Manufacturer narrative:
Analysis of the available patient files dated (B)(6) 2024 revealed: an abnormal battery depletion no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster). Please refer to the attached report

Event description:
Reportedly, on remote follow-up dated (B)(6) 2024, an abnormal battery depletion is noticed. The device was implanted on (B)(6) 2021. No MRI or radiotherapy exam are indicated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed: analysis of the available patient files dated (B)(6) 2024 revealed: an abnormal battery depletion. No overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level. Please refer to the attached report.

Event description:
Reportedly, on remote follow-up dated (B)(6) 2024, an abnormal battery depletion is noticed. The device was implanted on (B)(6) 2021. No MRI or radiotherapy exam are indicated.

Event description:
Reportedly, on remote follow-up dated 15 october 2024, an abnormal battery depletion is noticed. The device was implanted on (B)(6) 2021. No MRI or radiotherapy exam are indicated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed : review of the provided patient files led to the following observations: - the battery voltage is 2,79v, on 07 oct 2024. - an abnormal battery depletion occurred since end of march 2024. - between 25 february and 29 august 2024, the right ventricular lead impedance is stable within normal range. Rv coil impedance is stable within normal range. - no overconsumption was recorded. - no charge and no shock was recorded which could explain the fast battery depletion. A battery issue is suspected. In this case, the estimated longevity is not reliable, rrt could be reached very rapidly. A device explantation should be considered as soon as possible.